Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level below 40 mg/dl. Reportedly, the customer suffered seizures. The customer delivered a glucagon nasal injection to address bg prior to being hospitalized. While hospitalized, the customer was treated with intravenous fluids and saline, given a CT scan for seizures, and medication for seizures and sedative. Customer was released from the hospital the next day with short term memory loss and other cognitive difficulty, and is also experiencing daily headaches. The customer declined to perform a system check to verify the pump was functioning as intended. Suspected cause of adverse event was due to the pump delivering a bolus without user interaction. A pump data review was performed by tandem technical support which confirmed that the customer had manually delivered a bolus prior to experiencing the low bg.